Manufacturer narrative:
(B)(4). Concomitant products: patient medications - advair, aspirin, atenolol, lasix, hydralazine, isosorbide mononitrate, losartan, lovastatin, plavix, proventil, verapamil, ranitidine, and oxcarbazepine. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2017, routine follow up imaging identified a distal type I endoleak on the contralateral leg component implanted on the left side. It was reported there was no evidence of aneurysm enlargement. The pxc121000 reportedly did not have much landing zone when it was implanted in 2015; however, landing zone on the left was reported to be within IFU at implant. It was reported the endoleak was caused by remodeling of the aorta, in addition to the short landing zone. On (B)(6) 2017, an additional procedure was performed whereby an additional contralateral leg component was implanted on the left side for distal extension into the external iliac artery. Final angiography reportedly showed resolution of the endoleak, and the patient tolerated the procedure.